Manufacturer narrative:
Correction report being filed for field for bsc aware date.

Event description:
It was reported that the field representative was going to use this subcutaneous implantable cardioverter defibrillator (s-ICD) for an implant procedure, however, could not interrogate the device. Multiple wands were tried and even tried placing a magnet over the device. Technical services asked if a 60/60 magnet reset was tried however, it was not tried. The representative attempted to place the magnet for the reset however, it didn't recognize the device. The device was never used and will be returned. No adverse patient effects were reported.

Event description:
It was reported that the field representative was going to use this subcutaneous implantable cardioverter defibrillator (s-ICD) for an implant procedure, however, could not interrogate the device. Multiple wands were tried and even tried placing a magnet over the device. Technical services asked if a 60/60 magnet reset was tried however, it was not tried. The representative attempted to place the magnet for the reset however, it didn't recognize the device. The device was never used and will be returned. No adverse patient effects were reported.